Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported to aci that a (B)(6) male patient underwent a left heart catheterization and left ventriculography followed by a mynxgrip (6f/7f) vascular closure device on (B)(6) 2014. Three minutes of "light" compression was applied to the access site after the device deployment. There were no complications noted in the procedure report and in the catheterization report. The rn (registered nurse) reported that the patient was transferred at 11:20 am to the "respective floor." It was reported that sometime during the patient's recovery time, the patient became "sick." The patient had a vasovagal response due to having groin pain and a u/s (ultra sound) pseudo scan was ordered, from there a small pseudo measuring 1.16cm by 1.53cm was found. A vascular guided ultrasound was used to compress the pseudo for 30 minutes. A CT scan of the abdomen / pelvis without contrast was performed at 17:24. The report is as follows: liver parenchyma is homogeneous. There is some density within the dependent portion of the gallbladder, probably related to vicarious excretion. Spleen, pancreas, adrenals, and kidneys are unremarkable. Retained contrast is seen within non-dilated pelvicalyceal systems. Images throughout the pelvis demonstrate a larger region of high attenuation within the anterior portion of the pelvis. This region of high attenuation measures approximately 15.0x4.0cm in transverse and ap projections. This high attenuation extends into the pelvic floor anterior. Finding is appearance of a large hematoma. Impression, large high density collection within anterior portion of the pelvis as described. The findings are consistent with the hematoma results reported directly to the nursing unit. The hematoma does not appear retroperitoneal. A follow up u/s (ultra sound) was administered on (B)(6) 2014 and dictated as follows: pseudoaneurysm appears to have for the most part resolved. There is a "small" doppler signal which may represent a small degree of residual flow in the pseudoaneurysm neck. There were no other procedures ordered after the follow up ultra sound. The patient did not receive transfusions. There were no clinical complaints while the patient was in the care of the cath lab staff. The patient was discharged from the hospital on (B)(6) 2014. It was noted that the patient was hospitalized due to several reasons and the pseudoaneurysm being one of them. It was also noted that there was no documentation of the physician having difficulty gaining access.